Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone (concentration and dose unknown) via an implanted pump for non-malignant pain and chronic low back pain. The physician assistant (pa) overmedicated the patient and he had to be taken to the emergency room (ER). The patient was trying to see if he was going to get the pump removed or change doctors and he did not trust the pa. Physician listings were reviewed, but it was found that they were all too far. It was further reported the patient ¿was out of it¿ and the doctor called the ambulance but then the doctor¿s office stated that the patient called the ambulance. It was reported ¿that they are trying to cover their mistake¿ and the patient did not trust them. The patient would like to have it removed but did not know if he could stand the pain. The patient was going to talk to his doctor. Reported symptoms included pain. The event date was ¿about a month ago¿ 2016. Additional information was received from the consumer indicated there was no device concerns or change in therapy. The overmedication symptoms were observed ¿immediately¿ (specific date unknown). It was unknown what circumstances led to the event. The patient was rushed to the hospital which was a mile away and they gave him "what I kind of had in me". The healthcare provider (hcp) at the hospital said "that could have killed you". The patient told them "I do not know what happened". It was further reported "I think I know why he did it but I don¿t know if I can prove it". There was no malfunction with the pump. "The guy was just an idiot". There was nothing wrong with the pump and it had nothing to do with the pump. "The guy deliberately put way too much medication". The patient hardly got out of the door, got to his car and passed out. The patient would have his pump removed. The patient left the practice voluntarily and the hcp¿s office had not treated him since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.